Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The cause of the circuit board failure could not be identified. It was also found that dvi port was damaged. It might be due to handling but the cause could not be identified. The manufacturing record was reviewed and found no irregularities.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image didn't appear. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.